Event description:
A report was received from the USA, the claim has not been confirmed. It is unk whether this event did occur during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. No additional information available.

Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).